Manufacturer narrative:
The t:slim x2g5 user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts when loading the cartridge onto the pump; however, the customer was reusing the cartridge. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 309 mg/dl.